Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 23 noted during testing. The motor was tested outside of the device and passed. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer stated the pump gave them too much insulin. The customer had a car crash and was hospitalized. The customer had a busy day and only a fruit smoothie to eat. The customer was at 485 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer treated the high with manual injections. The pump was exposed to a magnetic resonance imaging machine. The customer got a post rest ram crc alarm when they put a battery into the pump. The insulin pump will be returned for analysis.